Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device won't turn on / off. No patient involvement.

Manufacturer narrative:
Additional information: a1, h3, h6, h10. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 28aug2019 to the present date 18jan2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Event description:
The customer reported that the device won't turn on / off. No patient involvement.